Event description:
Philips received a complaint on a patient information center ix indicating that there is no acoustic alerting, only visual alarms. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Analysis was performed by remote service personnel which included remote communication and troubleshooting. The allegation was determined to be related to the bed-to-bed overview. The standard procedure/setting for this overview is a silent alert with a color-coded display of the monitor status in the top bar. It was noted that the system can be configured for an automatic pop-up window to appear and for a short double-beep alarm tone; however, this can be disturbing to patients, particularly at night. The results of the analysis indicate the system was working as designed and configured. There was no product malfunction. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was a misunderstanding of how the system is intended to work. The issue was resolved by providing information to the customer. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.